Manufacturer narrative:
(B)(4). Batch # m55j5d. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the manual switch worked properly during testing and the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4) date sent: 3/21/2016. Concomitant medical products: information was not provided by the initial contact. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic radical gastrectomy procedure, the jaws could not open after first firing. The surgeon operated following IFU to open the jaws but failed. Then the surgeon used another like device, fired near the first staple line and removed the first device with tissue in the closed jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.